Event description:
Cannot conceive, unable to have children [infertility female] bacterial vaginosis, ongoing issue with bacterial infections [vaginitis bacteria] case description: a consumer reported that they, an adult female age (B)(6) years, used tampax tampon, super plus unscented, unspecified total daily use for 20 years, and reported the following: cannot conceive, is unable to have children, and has had bacterial vaginosis. The consumer has gone through fertilization and a lot of unspecified tests; she has tried all of the doctor's recommendations and has now been advised to discontinue use of tampons. It was determined on (B)(4) 2011 that she is at the age that she will not be able to have children. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Product samples were not requested as case concerns long-term product use.